Event description:
It was reported that this pacemaker system was explanted due to an unknown reason. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The returned pacemaker was analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker system was explanted due to an unknown reason. This pacemaker was returned to boston scientific for analysis. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.